Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 10mm x 3.50mm flextome¿ cutting balloon¿ catheter was used to dilate the target lesion. During the procedure, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient had no injury.